Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at initial implant p waves were visible on the pacing system analyzer (psa) until the stylet was removed, the atrial channel showed a flat line. It was discussed checking the connection between the psa cables and the lead, as well as checking for a lead dislodgement. No further information was provided.